Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported tooth #2 broke and they had a crown placed and then their crown broke due and had to be replaced.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A nc has been issued.